Manufacturer narrative:
The pump was received with missing segments due to an open lcd zebra connector. Unable to confirm the fading numbers due to the missing segments. The pump also had intermittent button response due to corroded keypad traces. The pump had a cracked case on the display window corners, minor scratches on the lcd window, a broken reservoir tube lip, a cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a couple lines through the writing on the pump screen. The patient's blood glucose at the time of incident is unknown. The caller mentioned that they may have dropped the pump at some point. In addition to the display issue, a button press while programming a bolus triggered the pump numbers to scroll uncontrollably. Troubleshooting was initiated for the keypad anomaly. No significant events were recalled that lead up to the keypad issues. The customer regularly swims but always takes off the pump before entering the water. The customer was advised to revert to their medically prescribed back-up plan. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.